Manufacturer narrative:
After numerous attempts to obtain more info and the return of the device, we were provided the opportunity to meet with the physician and examine the device. We determined that the wrong product was identified in the original report to us and, consequently, in our report to the FDA. The proper product number is mw-222, not mw-122. From the examination of the product, we concluded that the 22 gauge needle tip had been pulled from the inner catheter as a consequence of misuse of the device. This dislodgement would not normally allow the needle tip assembly to pass from the device, but the through hole of the metal tip of the catheter was sized for a 19 gauge needle rather than a 22 gauge needle. This allowed the needle tip, including the collar, which is intended, in part, to prevent the passing of the needle tip through the hub, to pass into the pt. The cause for the presence of the larger holed hub on the device is believed to be an isolaed incident of a mix-up by the component supplier, which was not later detected in-house. Mill-rose buys these components by the ten thousands and keeps the different sizes separated. Each production run is supplied with raw materials, including hubs; and if there are any left over at the end of the run, they are returned to inventory. Thus, it is unlikely that the mix-up occurred at mill-rose. The devices that contain these components are hand assembled and then put through finished device testing. This is the first time ever this condition has been observed in our qa review in the field. An excess of 200,000 units of the same or similar construction have been marketed without incident.

Event description:
The first pass was made with no problem. In the second pass the needle was buried to the hub into the tracheal wall. The needle tip separated from the device when withdrawn. Forceps were used to remove the needle; no harm to the pt. The procedure was successfully completed with a second needle.